Manufacturer narrative:
(B)(4). Report source: foreign: portugal. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product remains implanted.

Event description:
It was reported that the screw fractured during the procedure. The surgeon decided to leave the body of the screw implanted and the head of the screw was removed. The body of the screw will be removed at a later date during a planned removal of the implant. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.